Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3146, UDI: (B)(4), serial: na, lot: 28137 the event of system explant was reported to abbott. Reprogramming was attempted prior to explant. The patient's system was explanted due to ineffective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.